Event description:
It was reported that the patient was experiencing ongoing vibrations from the device. Automatic tests and notifiers were previously disabled but vibrations persisted. Patient chose to have the device replaced. Patient is well and no longer receiving vibrations from new device.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported patient notifier anomaly was not confirmed in the laboratory. No evidence of patient notifier activation was noted on the device image. The device was tested using automated test equipment and no anomaly was found.